Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at their ipg site, described as a burning sensation, while stimulation was on. As a result, surgical intervention was taken to explant the ipg.

Manufacturer narrative:
Was updated to the correct explant date.

Manufacturer narrative:
Voluntary mw number mw5076266 was received 06 april, 2018. According to the mw, the patient also experienced a sharp, stabbing sensation and the discomfort came shortly after charging.

Event description:
Follow up revealed that the patient had a potential infection at their ipg site. As a result, a culture was taken on (B)(6) 2018 and the patient was given antibiotics.